Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while trying to prime. Customer's blood glucose was 261 mg/dl at the time of incident. Troubleshooting was done for reservoir and reservoir was stuck and the piston was stuck. The customer was advised to monitor pump and call back if necessary. No further information was given.